Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical system corporation in (B)(4) japan (omsc) (returned to omsc on 2022/10/03). The evaluation at omsc hinode confirmed that the distal end of the resection electrode is broken, the wire ends are melted and the roll is missing. Since the loop at the distal end of the electrode wears out during use and may break, burn or melt, the reported event is attributed to wear and tear and thus to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf electrode without showing any abnormalities. The case will be closed on olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that during a therapeutic transurethral resection (tur) procedure the ball part of the roller electrode was missing when the electrode was pulled out through the urethra. The staff could not found the missing part and assumes that the roller may have been aspirated along with the tissue. The intended procedure was successfully completed using a similar device and there was no report about an adverse event or patient injury.